Event description:
After an implantation period of approx. 3 months, it was observed that the device shows the eri status. The pacemaker was explanted.

Manufacturer narrative:
The pacemaker was returned and analyzed. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Initial interrogation could be properly performed and showed the battery status eri. However, the battery holter was evaluated indicating no anomalies and the battery impedance was as expected for a fully charged battery. The memory content of the pacemaker was inspected. The inspection revealed that the device activated the eri status on (B)(6) 2020 at 15:39h, because the pacemaker was programmed with maximum pacing outputs of 7.5v. The battery was not depleted. In general, a minimum of 6 months from eri to eos needs to be guaranteed for safety reasons, independent of the programmed parameters. In case of high output programming, a large proportion of battery capacity has to be reserved by the pacemaker, which may result in triggering of eri. The user will be notified on the programming device that with this parameter combination the device will trigger eri immediately. By acknowledging, the device will activate eri permanently. Thus, the eri status can not be removed by reprogramming. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. After reset of the eri status, the interrogation showed the battery status ok. The device was monitored under different temperature conditions and the eri status was not reproducible. In conclusion, the device proved to be fully functional. The analysis revealed that the eri battery status was not declared by a premature battery depletion. Instead, a high output program led the device to switch into the battery status eri. There was no indication of a material or manufacturing problem.